Event description:
Baxter (B)(4) received a report that the factory cap of the set was separated before use. There was no patient injury or medical intervention. The actual sample is not available for evaluation.

Manufacturer narrative:
(B)(4). No further information is available. The sample is not available so an evaluation cannot be performed.